Event description:
It was reported that the user received an urgent low-soon alert with a blood glucose of 71 mg/dl trending downward and was advised to consume approximately 15 grams of fast-acting carbohydrates; the user reported intent to drink juice and later reports showed glucose returned to range. Customer care provided support that included user follow-up for trend resolution and treatment response. Investigation of this case revealed no device malfunction, and the event was consistent with hypoglycemia of unclear cause managed with oral glucose. No clinical symptoms associated with hypoglycemia reported. Outcomes included the need for prompt carbohydrate treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.